Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of below 54 mg/dl. Cause was not known. The customer consumed carbohydrates and glucose tablets to address their bg. The customer continued to use pump for insulin therapy.